Event description:
It was reported that during an anterior cruciate ligament surgery it was no longer possible to implant the screw after the first few turns. The front screw thread did not grip. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the first three threads are damaged along of the device. No damage was observed on the proximal half of the screw and drive feature. Functional evaluation showed the driver was able to be inserted as intended. The most likely cause is misaligned insertion.